Event description:
While changing dressing on pt, nurse noticed foot section of unit deflated and redness on pt's heel. Nurse stated that obese pt was hard to turn, had recent surgery and could have been caused by the fact that their feet sunk into cushion and nurses didn't notice. Pt had breakdown on coccyx prior to placement on unit.